Event description:
The customer reported that the bottom of the canister blew out and shot across the room. No one was injured.

Manufacturer narrative:
The customer sample unit that was attributed to the field event was returned after terminal sterilization per a hosp rep. The returned sample lid/canister unit exhibited severe canister damage indicative of an implosion event. The canister bottom was separated in a circular pattern centered through the gate area and broken into multiple pieces. The broken shards exhibited two breakage patterns: one was beveled, which would be expected to have occurred during the actual implosion event. The other, seen in two (2) areas, was more at a 90 degree angle from the surface. Although not verifiable, this straight line breakage could be indicative of previous damage to the canister, such as an impact break at the bottom canister area. The lid exhibited no significant damage other than at the tab area. The main 'domed portion' containing the spouts remained intact. The lid molding date was 11/06. This provides a general timeframe of the canister molding, further assembly processing, and distribution of this product. A dimensional eval was performed on the damaged canister bottom area. The results are as follows: the canister bottom measured 0.099" (specification minimum 0.095"). No dimensional non-conformance was noted. In addition, a monthly dimensional monitoring on this canister botton wall thickness is performed. Dimensional data analysis from the november to december 2006 timeframe also confirmed that the canister bottom wall thickness was within specification with minimum readings of 0.100". Due to the condition of the returned unit, no functional testing could be performed. This investigation did confirm that functional and dimensional inspections are performed routinely on this product code and the returned unit was within dimensional specification. No incorrect usage by the customer was noted during the telephone conversation with the customer. It is recommended, if not already performed, that the customer verify that no product damage is apparent prior to use. Note: to reduce potential canister damage during the packaging and shipping process, actions to strengthen the corrugate canister holder are in progress with an expected completion date of 06/07. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.